Event description:
It was reported to boston scientific corporation that a cre fixed wire catheter balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. According to the complainant, during the procedure, the distal portion of the balloon had burst and the balloon and the wire detached and fell into the patient. It is unknown whether the detached fragment was retrieved and how the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.